Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2018 and the mesh was implanted. Since (B)(6) 2018, the patient experienced following symptoms such as pain like burning or sting and continuous pulpalgia with no relief by treatment. MRI revealed no injury. No cause identified during consultation with the surgeon. No further information is available.